Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection on the colon, surgeon was able to press the green button and the handle could not be squeezed so the stapler was not able to fire. They changed to another applier to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.